Event description:
It was reported that the device had, "cassette not attached properly" error. No patient involvement.

Manufacturer narrative:
B3 - month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-12782-00. Please reference file mrn 3012307300-2024-06220-00 for all details pertinent to this event.